Manufacturer narrative:
Evaluation summary: a review of the DHR and inspection records was conducted, and a ncr was found associated with the tubing receiver lot number k4490811 finding ID out of specification & tubing shrinks too much when annealed. This complaint is also associated with another file. The returned product from the customer was not labeled as to which sample belonged with which lot number. Two samples were returned. One sample was returned with the stylet removed and the catheter hub attached to a syringe. The other sample was returned with the stylet partially removed and bent at the base of the hub. The sample with the removed stylet could not be tested for resistance. However, the partially removed stylet was tested with a water filled syringe and after flushing the catheter, the stylet was easily removed from the catheter tubing. Therefore, the resistance issue could not be confirmed. However, based on the receiver lot found to be associated with a ncr, this complaint will be confirmed. Per the ncr, a possible root cause for the tubing/stylet resistance could be related to shrinkage after annealing of the product or the tubing being out of specification from the supplier regarding ID. Per the ncr, this receiver lot was put on hold and scrapped on 5/9/23. This tubing for this complaint was manufactured 2/25/23.

Manufacturer narrative:
UDI related data quality updates only corrected information provided in d.4.

Event description:
An inventory coordinator reported an incident in the nicu today where a physician tried to insert a PICC line and upon the insertion, she tried to take out the guidewire from the line but was not able to. She ended up taking out the line completely and re-trying with another PICC line (same product) but had the same issue. This resulted in the infant not getting the PICC line that he needed for his treatment.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be submitted upon investigation completion.